Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that he had received a replacement battery cap, which did not resolve the issue. The customer's blood glucose was 231 mg/dl. The customer was advised to disconnect from the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer advised that he had reverted to using manual injections since the day prior to the call. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.